Event description:
It was reported that a multifiltrate pro hd leaked from the pre-filter pressure dome ten minutes into a patient's continuous renal replacement therapy (crrt) treatment. The patient's blood was not returned, and as a result they experienced approximately 10 ml of blood loss. The sample was reported to not be available for evaluation.

Manufacturer narrative:
Correction: d10 and g3: the date received was incorrectly reported on the initial submission of this MDR as 09/19/2023. The correct date is 09/19/2022.

Manufacturer narrative:
Investigation: the sample was not available for investigation. The machine file was not available for investigation. The instructions for use (IFU) were reviewed, the reported event is adequately addressed in the IFU and/or the label. The reported product deficiency is not related to falsification. Review of similar complaints revealed similar complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device.

Event description:
It was reported that a multifiltrate pro hd leaked from the pre-filter pressure dome ten minutes into a patient¿s continuous renal replacement therapy (crrt) treatment. The patient¿s blood was not returned, and as a result they experienced approximately 10 ml of blood loss. The sample was reported to not be available for evaluation.